Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there was possible under delivery. The customer's blood glucose was unknown. The customer was going high and lows due to possible under delivery due to possible site issue. There was no insulin flow blocked alarm. The customer was offered test for insulin pump but declined. Discussed site selection techniques,I customer uses syringe other than insulin pump to bring blood glucose down. The device will not be returned for analysis.